Event description:
It was reported that the right ventricular impedance was greater than 3000 ohms, the short interval count was 177, there was no capture, and there was an apparent lead fracture. The lead was explanted. No patient complications were reported as a result of this event. The atrial lead, model 5076, which ws explanted due to atrial lead fracture and high impedance, tested out of specification during mfg's analysis.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: distal conductor fractured; full lead returned for analysis. Distal conductor fractured; full lead returned for analysis. Additional information: manufacturers device and patient codes used corrected data: it was reported that the right ventricular impedance was greater than 3000 ohms, the short interval count was 177, there was no capture, and there was an apparent lead fracture. The lead was explanted. No patient complications were reported as a result of this event. The atrial lead, model 5076, which was explanted due to atrial lead fracture and high impedance, tested out of specification during mfg's analysis. A 3500 was received and further reported that the patient had been cardioverted seven times, and that both atrial and ventricular leads were noted to be 'malfunctioning'. It also reported that there was a lead fracture. Electrical tests performed, actual device involved in incident was evaluated mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing.

Event description:
It was reported that the right ventricular impedance was greater than 3000 ohms, the short interval count was 177, there was no capture, and there was an apparent lead fracture. The lead was explanted. No patient complications were reported as a result of this event. The atrial lead, model 5076, which was explanted due to atrial lead fracture and high impedance, tested out of specification during mfg's analysis. A 3500 was received and further reported that the patient had been cardioverted seven times, and that both atrial and ventricular leads were noted to be 'malfunctioning'. It also reported that there was a lead fracture.